Manufacturer narrative:
Additional device code: hrs. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018 during the clavicle fracture surgery, the surgeon was having a hard time when inserting two (2) cortex screws, two (2) 14mm locking screws and one (1) 12mm locking screw into superior/anterior plate with extension. Five (5) total screws were difficult to engage into the bone through the plate. Surgeon was complaining that the screws were not engaging with ease. Sales consultant was unable to see exactly what was going on due to the distance of the sales consultant from the patient. It was suspected that the stardrive screwdriver shaft t8 was worn. Sales consultant stated that there was no other stardrive screwdriver shaft on the tray and wasn't able to examine the screwdriver shaft because there was another procedure right after the fracture repair. It was unknown if there was a surgical delay. Procedure and patient outcome is unknown. This report is for one (1) 2.4mm cortex screw self-tapping with t8 stardrive recess 14mm. This is report 3 of 6 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.